Event description:
A trilogy ev300 ventilator was returned to the manufacturer for service. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during final testing. The device failed pressure test and active exhalation control module test. The device's 3-way solenoid and proportional valves were replaced to address the issue. After component replacement, the device passed final testing and was returned to use without restriction.